Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery spatula instrument for failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to a fragment breaking off the permanent cautery spatula and falling into the patient. The fragment was reported to have been retrieved and no patient harm was reported. However, it is unknown what caused the breakage.

Event description:
It was reported that during a da vinci assisted thymectomy procedure, the tip of the permanent cautery spatula instrument broke and fell inside the patient. The fragment was successfully retrieved from the patient. The procedure was completed and there was no report of patient harm, adverse outcome or injury.